Event description:
It was reported that the customer had cracks near the battery compartment on the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked display window corner, reservoir tube lip, belt clip slot near battery tube and cracked lcd window.